Manufacturer narrative:
(B)(4).

Event description:
It was originally reported following a neurostimulator and lead replacement (see MFR report (B)(4) for previous device issue) the pt experienced a loss of therapeutic effect. It was noted that the pt was given only 2 programs instead of 4 to work with. Subsequent info rec'd reported the pt was scheduled for replacement surgery on (B)(6) 2011 with no reason specified. Add'l info was requested.